Event description:
The device history of the lead was reviewed and was confirmed to be sterilized and had no nonconformities prior to distribution.

Event description:
It was reported that the patient was complaining of dyspnea, dysphagia, and voice alteration following implant surgery. The physician later reported that the patient experienced vocal cord paralysis after implant and the patient's stimulation was not turned on for several months due to this issue. No other relevant information has been received to date.

Event description:
The physician indicated that the left vocal cord was paralyzed.